Manufacturer narrative:
Evaluation is currently underway.

Event description:
Edwards received information that during the use of an aortic occlusion device for a mitral repair case the balloon ruptured.

Manufacturer narrative:
Additional manufacturer narrative: the device was discarded at the hospital, and therefore not returned to edwards for evaluation, so the complaint was unable to be confirmed. Based upon the available information a definitive root cause is unable to be determined. Manufacturing records were unable to be reviewed due to no lot number being provided by the customer. A review of the IFU was conducted and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The fmea adequately address potential causes of failure and the associated hazards. The complaint trend was assessed and was found to be in control. No further action is required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.